Event description:
Pt started experiencing pain after mesh was put in place. Mesh had adhered to her small bowel causing injury to it. Part of the mesh was taken out and she would like for the whole mesh taken out.